Event description:
It was reported that during a da vinci-assisted ventral hernia surgical procedure, there was a u-02 error on the integrated electrosurgical unit (iesu). The intuitive surgical, inc. (Isi) technical support engineer (tse) attempted the work around including disconnecting the foot pedals, but error returned. The tse had customer located the force triad and the cable. Customer verified cable part number and connected the force triad. All cables were moved over, and the monopolar and bipolar energy worked. Operating room (or) staff proceeded with the case. The procedure was completed with no reported injury.

Manufacturer narrative:
Based on the claim against the product by the customer noting u-02 error on the iesu, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse reproduced the error and replaced the iesu to resolve the issue. System tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The unit was analyzed and found the reported failure confirmed and reproduced. The unit was placed on an in-house system and was run in normal mode. The complaint regarding u-02 error on the iesu was confirmed based on the field evaluation and failure analysis, which indicates that the device did contribute to the customer reported issue. The probable root cause of the reported complaint is attributed to component failure. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: the customer swapped to a force triad generator after the start of the procedure due to u-02 error on the iesu. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a procedure change.